Event description:
It was reported that a few nights ago, the patient had a terrible problem where the patient felt like she was getting shocked in the middle of the night. It was noted that the patient lived in a nursing home, and the home was not aware that the patient had the device the patient¿s daughter brought in the patient programmer, hooked it up, and programmed it, so that the device would not shock the patient. There was no known accident or incident related to this event. The patient was in her private room, and there were no sources of emi when the shocking occurred. It was indicated that it seemed like the device randomly shocked the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va019dh, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the shocking caused discomfort.